Event description:
The report we received from the field indicated that during a coronary stenting procedure, the stent delivery system was unable to cross the target lesion. Additional information obtained indicated that resistance/interference was encountered with the stent delivery system and guiding catheter. Both devices had to be withdrawn along with the guidewire, which led to lost target site position. However, there were no adverse effects to the patient, and the procedure was successfully completed with a competitor's stent delivery system.